Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendicectomy. Event description: a laparoscopic port was used in theatre 2 today and when retrieving the specimen a small rubber fragment was seen in the abdomen. Upon inspection it appears to have come from the 12mm laparoscopic port. Additional information received from surgeon via email (B)(6) 2017: I was doing a very straight-forward laparoscopic appendicectomy and a small (approx. 8mm) fragment of black rubber / plastic was suddenly in the patient's abdomen. Thankfully this was very obvious and I promptly removed it, however had it not happened to land close to the appendix it may not have been seen and could have resulted in chronic infection. On inspection of the port post-op it seems to have been a fragment of the inner plastic from the 12mm applied medical port. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.